Event description:
The pt is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported that the pt was implanted an unk durom hip implant on (B)(6) 2010 and was revised on (B)(6) 2012 due to pain.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. (B)(4).

Manufacturer narrative:
Additional information was received on august 5, 2015. It has now been reported that the patient was implanted a zimmer mmc cup 52mm/44mm code j in combination with a durom femoral component 44 code j. On august 27, 2015, an evaluation of the provided information has been made available. The manufacturer did not receive devices and x-rays were not provided. The implantation and revision surgery reports were received. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. The compatibility check was performed from (B)(4) and showed that the product combination was not approved by zimmer review of the incoming information: it was reported that the patient received a zimmer mom surface replacement in (B)(6) 2010. In (B)(6) 2012 the patient underwent a revision surgery of the surface replacement to total hip replacement due to pain. Review of surgical reports: implantation report, dated (B)(6) 2010: procedure: press-fit 52 zimmer mmc cup and femoral head size 44 was implanted. No suspicious finding observed. Revision report, dated aug 13, 2012: preoperative diagnosis: painful left metal-on-metal surface replacement procedure: revision of surface replacement to total hip replacement with bone graft of acetabular cyst. Postoperative diagnoses: a vascular necrosis of left femoral head with loosening of the femoral component. Loose acetabular component with no bone ingrowth on it at all. 20-25 ml cyst stained with black synovium in the anterior medial pelvis. Biomet size 54mm acetabular component, 36mm polyethylene acetabular liner, size 10 high offset taperloc femoral component, size 36 cocr femoral head -3 neck length implanted. The zimmer mmc cup was combined with a durom femoral component. The combination of the durom femoral component is not approved for use with the zimmer mmc cup for total hip surface replacement arthroplasty in the u.s.a. It is the user's responsibility to check and confirm the corresponding compatibility before usage. Based on the given information and the results of the investigation, we could identify a root cause for this issue. Root cause is off-label use. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
Additional information was received on august 5, 2015. It has now been reported that the patient was implanted a zimmer mmc cup 52mm/44mm code j and not a durom acetabular component.